Manufacturer narrative:
The left ventricular assist device was returned assembled. All parts of the sealed inflow conduit, the sealed outflow graft, the outflow graft bend relief, the bend relief collar, and the outflow elbow were returned. No depositions were found on any of the pump blood contacting surfaces upon disassembly of the device. The driveline was returned cut approximately 5.5 inches from the pump housing and approximately 10.5 inches of the severed portion was also returned. Electrical continuity testing was performed and all wires of the returned portions of the driveline were found to be electrically intact. Visual examination of the driveline revealed no damage to the outer silicone jacket and bionate layers; however, breakdown of the metal braided shielding was observed approximately 10 inches from the pump housing. Further inspection identified a breach in the insulation of the green wire at this location, exposing the inner conductors of the wire. No additional areas of driveline wire compromise were identified. The breach in the insulation of the green wire appeared to be consistent with abrasion damage due to repetitive movement of the wires at this location. The reported pump stoppages and alarms would have occurred as a result of the exposed conductors of the green wire contacting the metal braided shielding and causing an electrical short to ground while the system was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was explanted on (B)(6) 2017; however, the patient¿s status deteriorated and a new pump was implanted on (B)(6) 2017. The patient was reportedly doing well post implant remains on the waiting list for a heart transplant. No further information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, a pump stoppage with audible alarms occurred while the patient was at home sleeping. The patient exchanged the system controller, and the alarm occurred again. The patient was asymptomatic. Upon presenting to the hospital for interrogation of the system controllers, no abnormal events were observed. A review of the log files by the manufacturer's technical services representative confirmed pump stoppages occurred on (B)(6) 2017 on both system controllers. The issues only appeared to be occurring while the lvad was connected to the power module; a type of behavior that has been linked to potential issues with the percutaneous lead (driveline). The x-rays were unremarkable. It was reported that the patient had an ejection fraction of 40-45% and that the hospital staff anticipates eventual heart recovery and explantation of the lvad. No further information was provided at the time of this report.